Event description:
It was reported that during routine service by the european distribution center the heartmate power module was found to have a missing battery, missing battery clip, the monitor cable had a bent pin, and the battery door was damaged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the power module (serial #: (B)(4)) was returned for analysis to the european distribution center (edc) and it was noted that there was damage to the monitor port ground pin and battery door. The power module did not return with its battery or battery clip. The power module was powered on as intended and operated as expected. He battery, battery clip, monitor port, and battery door were replaced. Preventative maintenance was performed. The unit was cleaned, and old labels were removed. All tests were performed per procedure. The root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the power module (serial #: (B)(4) and the power module was found to pass all manufacturing and qa specifications before being shipped to the customer on 17may2013 via customer order. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.